Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start up. Upon troubleshooting fse inspected the m cabinet and observed that the ac indicator for the dcps was not illuminated. Consequently, fse proceeded to test the input of the dcps, which was at 230v. To resolve the issue, fse replaced dcps (direct current power supply). The defective component was returned to philips for analysis and electrical defect found. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.